Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent endovascular treatment for an acute dissection of the aortic arch and was implanted with two gore® tag® conformable thoracic stent grafts with active control system. No issues were reported during deployment of the first tgmr endoprosthesis to intermediate diameter and when using the angulation control mechanism. After having deployed the second device to intermediate diameter likewise without problems, the graft would not deploy to full diameter as it was not possible to pull the entire length of the secondary deployment line due to strong resistance. With this second device, the angulation mechanism was not used. The physician decided ¿to remove [the] lockwire handle which blocked at the level of [the] gray secondary deployment handle¿. By using strong force, the physician managed to remove both handles with the endoprosthesis still incompletely deployed and then remove the angulation mechanism handle. Deployment to full diameter was achieved with a reliant¿ stent graft balloon ab46. During final imaging, a type iii endoleak was observed between the two tmgr thoracic endoprosthesis and subsequently resolved with a valiant¿ thoracic stent graft. The patient tolerated the procedure.

Manufacturer narrative:
The gore® tag® conformable thoracic stent graft with active control system tgmr404015e / 20736773 was not returned to gore. Therefore, no device evaluation was performed. Additionally, no images could be provided for an imaging evaluation. The reason for resistance during secondary deployment cannot be determined with the currently available information. The secondary deployment line (sdl) may have broken during secondary deployment. H6: code 22 - according to the gore® tag® conformable thoracic stent graft instructions for use (IFU), complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to: deployment failure.

Manufacturer narrative:
H7: selected "notification". H9: additional information. H9: field action number: 2017233.09/09/2020.001-c.